Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the unit freezing when being used. Throughout testing the system monitor supported the test system without issue. The system monitor functioned as intended during analysis. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on (B)(6) 2014. The system monitor shipped on (B)(6) 2014. The system monitor was manufactured on 19may2014. The review of the device history records showed no deviations from manufacturing or quality assurance specification. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a transplant procedure there was an issue with the system monitor freezing up and not allowing the left ventricular assist device (lvad) to be turned off when on bypass. The system monitor was turned off and back on and then the lvad was able to be shut down. The pump stop button was frozen on the number "81".